Event description:
The patient with this newly implanted cardiac resynchronization therapy-defibrillator (crt-d) newly implanted cardiac resynchronization therapy - defibrillator (crt-d) presented for evaluation of their incision. Upon device interrogation, it was noted that the device was operating in fallback/safety mode.